Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
It was reported the coil prematurely detached during delivery with part of the coil inside the catheter and part of the coil outside of the aneurysm flowing into the ica. A solitaire stent was deployed to hold the coil against the vessel wall. No patient injury reported.